Event description:
It was reported through clinic notes dated (B)(6) 2016 that the patient had a recent increase in seizures. The patient's device was at neos=yes which the physician believed that might be causing the increase in seizures. However, a generator at neos will still deliver the intended therapy. She also noted that the increased seizures could be due to a progression of his underlying williams syndrome and they could have to expect a gradual worsening of condition. In response to the increase in seizures, the patient's depakote was increased and he was referred for replacement. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
It was reported that the patient's increase in seizures may have been caused by needing a change in medication after not being seen for a year. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported that the patient's generator was replaced due to battery depletion. The explanted generator was received by the manufacturer. Pre-operative system diagnostics indicated that the patient's explanted generator had a low output current and that the patient's battery nearing end of service indicator had been triggered. The generator's impedance was within normal limits. Although the battery indicator was flagged, the patient should have been receiving their intended therapy. Ohm's law calculations determined that the patient's explanted generator should have been able to provide at least 3.25 ma of output current. Per system diagnostics, the patient's generator was only able to provide 2.25 ma of current. The manufacturer's device history records were reviewed, and it was verified that the device passed its final functional test and quality inspection. No further relevant information has been received to date.

Event description:
Product analysis was completed on the suspect generator. As received, the generator was at end of service, pulse-disabled with 114.427% of the battery capacity consumed. The generator performed according to post-burn test functional specifications with no anomalies found. As received, the generator was set to 2.25 ma normal output current, but was pulse-disabled so would display and deliver 0 ma of output current. This indicates that the low output current result from the diagnostics taken during the near end of service battery indicator was an expected event with no malfunction suspected. It can be concluded based on the as received condition, that the device been disabled due to end of service prior to the date of surgery but had rebounded to neos=yes, by the date of surgery. This indicates that the output current was still set to 0 ma on date of surgery. Per design, system diagnostics would run at 0 ma but compare the output current against the stored value prior to disablement of 2.25 ma, leading to a low output current. No further relevant information has been received to date.